Event description:
A report was received that the pt underwent a pocket revision surgery due to the pocket being too big and causing irritation for the pt. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.